Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5az2m. Investigation summary: the analysis found that one pve35a device was returned with the closing trigger and anvil in the closed position. One cartridge reload was loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information requested and received: can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes. Please provide additional details of event. We were unable to open the stapler after it has been fired. We also were unable to open it using the manual override. We had to apply a vascular clamp below and then cut the stapler off. It was a delicate anatomic location and suboptimal in timing. How was the procedure completed? This was an open procedure. We used another stapler brand for the rest of the case without incident. Did the patient required a blood transfusion? No. Were any staple formation issues noted? Unclear because we had to cut the stapler off and the staple line remained in the stapler. What is the current patient status? No issues, doing well.

Event description:
It was reported that during a liver transplant, the stapler fired and would not open. This occurred in a delicate part of the case. Surgeon had to clamp and cut and then over sew. We were working close to critical vascular structures. No patient consequence.